Event description:
Literature was reviewed regarding outcomes of novel balloon-expandable vs contemporary transcatheter heart valves in severe aortic stenosis from the landmark clinical trial. The study population included 768 patients who were predominantly male with a mean age of 80.2 years old. The patients were equally divided between two groups: myval valve (n=384) and contemporary transcatheter valves (n=384). Multiple manufacturers¿ devices were implanted in the study population; 192 patients were implanted with a medtronic device which included evolut r, evolut pro, evolut pro+, and evolut fx bioprosthetic valves. Among all patients, four valve-related deaths and three endocarditis-related deaths occurred. No further details were provided on these deaths. For the remaining deaths that occurred in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: high gradients; moderate to severe paravalvular leak; patient-prosthesis mismatch; stroke; arrhythmia requiring permanent pacemaker implant; congestive heart failure requiring hospitalization; valve thrombosis; endocarditis; and structural valve deterioration defined as wear and tear, leaflet disruption, flail leaflet, leaflet fibrosis and/or calcification, or stent fracture or deformation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: serruys et al. 1-year outcomes of novel balloon-expandable vs contemporary transcatheter heart valves in severe aortic stenosis: the landmark trial. J am coll cardiol. 2025 nov 16: s0735-1097(25)10159-9. Doi: 10.1016/j.jacc.2025.10.076. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.